Event description:
It was reported that a spectrum wireless module was associated with a pump shutdown on power up in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'battery alert 1that was associated with a pump shutdown' was not confirmed. Evaluation utilized a known good pump and no errors occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The battery cell will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.